Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm. A 5.00mm/ 2.0cm /50cm peripheral cutting balloon was selected for use. During vascular access intervention therapy (vaivt) procedure, the sheath was placed from the v side. After the guidewire was able to cross the lesion, the 5mm pcb was advanced. However, the balloon ruptured in the blade tip part upon first inflation, at 4 atmospheres within 20 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. The patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm. A 5.00mm/ 2.0cm /50cm peripheral cutting balloon was selected for use. During vascular access intervention therapy (vaivt) procedure, the sheath was placed from the v side. After the guidewire was able to cross the lesion, the 5mm pcb was advanced. However, the balloon ruptured in the blade tip part upon first inflation, at 4 atmospheres within 20 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. The patient was in good condition after the procedure.